Event description:
Patient called lfs in 04/03 alleging the ot ultra meter would only prompt an error 1 message. Patient stated that they did not have any symptoms. Patient stated thhat they are taking insulin even though patient does not know the blood glucose reading. No adverse event has been reported, the issue with the meter was not resolved. The meter has been replaced. No further information has been reported.